Manufacturer narrative:
Age at time of event: (B)(6) years or older. Device evaluated by MFR synergy ous mr 3.50mm x 48mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the proximal end lifted from the crimped stent position. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilation, a 3.50 x 48mm synergy ii drug-eluting stent was asvanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed stent damage. Synergy ous ous mr 3.50mm x 48mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Stent struts in the proximal end lifted from the crimped stent position. The stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Examination of the tip found no damage. Examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.